Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7080982, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7081002, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7076348, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7076646, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing issues with charging their implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were disposed by the medical facility.